Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 events were reported for this quarter; 2 devices were received for evaluation; 1 event was confirmed during testing; 1 event was not confirmed during testing; however, the device was out of specifications; 2 devices were found to be affected by internal corrosion. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in an accessory broken in the device. There was patient involvement; no patient impact.